Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
System was explanted on (B)(6) 2019. No reported complications during procedure. As the patient is no longer implanted with abbott devices, abbott representatives no longer have access to the patient. For this reason, additional information regarding patient issue is unavailable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04271. It was initially reported that the patient was unable to set their ipg to MRI mode. Further troubleshooting noted low impedance. Migration of leads were confirmed via x-ray. It was further noted that her leads had migrated out of the spinal column and were wrapped around the battery. Surgical intervention may be taken to address the issue.